Manufacturer narrative:
The reported complaint of a possible icy catheter (lot # 184646) leak was confirmed during the functional testing of the returned catheter. A leak was observed at the in luer-lock connection during the pressure leak test, due to a crack in the in luer. The probable root cause could be due to a luer molding defect. Visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Noticed blood residues on the balloons and in luered tubings. A functional leak test was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a leak was observed from the in luer-lock connection, thus confirming the reported complaint. No leak was observed from the balloons. In addition, the catheter in luer lock connections were inspected under a microscope, and a crack in the in luer was observed. The crack in the in luer caused the leak in the catheter. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the icy catheter with lot # 184646.

Event description:
During ivtm therapy, the customer noticed that the saline was decreasing in the 500 ml bag. The customer checked for leaks from the start-up kit (suk) but found no leaks, so the customer suspected a damaged icy catheter (lot# 184646). The customer performed the leak check per IFU. The catheter was removed, and therapy was continued with arctic sun. Per the reporter, the catheter was inserted smoothly on the first attempt. No consequences or impact to the patient.